Manufacturer narrative:
Describe event or problem. Information was inadvertently included regarding product disposition in supplemental MDR #1.

Event description:
The explanted devices are being returned to the manufacture for product analysis. The products have not been received to date.

Event description:
Programming history was reviewed for a patient's device, and high impedance was identified from (B)(6) 2013. The device was programmed off on that date. The patient was referred to neurosurgery for a possible revision. The physician suspected a lead break, but hasn't gotten an x-ray to confirm. The physician hadn't seen the patient in quite a while, so he couldn't remember any specific details. No further information was available. No surgical intervention has occurred to date.

Event description:
The patient had full revision surgery on (B)(6) 2016. The explanting facility does not return product to the manufacturer, but discards in surgery instead.

Event description:
The generator and lead were received on 09/28/2016. Analysis of the lead was approved on 10/07/2016. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. Multiple lead breaks were identified at multiple locations on the lead, which were due to stress and mechanical damage. There was pitting present at some of the lead breaks, and there were abraded openings identified in the outer and inner silicone tubing. The abraded openings and cut ends of the lead provided the leakage path for what appeared to be remnants of dried body fluids. No other obvious anomalies were identified. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, and no other discontinuities were identified. Analysis of the generator was approved on 10/13/2016. Review of data downloaded from the pulse generator showed an indication of increased impedance; from 13850 ohms to 23537 ohms, and the time of change detection (B)(6) 2013. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.